Event description:
Our sales representative was made aware of a pt who experienced a post-op infection following an ls-s1 spinal fusion procedure. The infection occurred 3-months out. The concord cage was reported to have migrated. The pt was revised to address the infection, remove the hardware and extend the construct.

Manufacturer narrative:
In discussion with the sales rep she stated that she understands that the surgeon considered the migration of the implant to be related to the infection. She does not believe that the surgeon considers this to be a device related issue.